Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 30-jul-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information and lab data updated. Essure indication female sterilization and removal date 25-aug-2008 was added. Events vaginal haemorrhage, menorrhagia, depression, anxiety were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included ketorolac tromethamine (nsaid-k) and paracetamol (acetaminophen). On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6)2007, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal area pain") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (ablation and supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2008. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the abdominal pain, menstrual disorder, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6)2007: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2019: previously reported events- "abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), persistent pelvic pain" outcome updated to "recovered / resolved", concomitant drug added from pfs. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2007, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal area pain") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, vaginal haemorrhage, menstrual disorder, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-nov-2018: pfs received. Patient's demographics was added. Concomitant condition, lab data was updated. Added events dysmenorrhea (cramping), weight gain and abdominal pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (partial hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: confirmed that device was successfully occluded incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.